Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).